Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing excessive itching, rash, scabs, skin peeling, and clear liquid drainage had occurred while wearing the pod longer than hours. Patient visited physician and was prescribed triamcinolone 0.1% with instructions to apply up to 2-3 times daily.